Event description:
This report is based on information provided by the philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the philips efficia dfm100 defibrillator/monitor indicating that the device was showing a rfu indicator error. Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the rse was not able to duplicate the reported issue, performed a successful operations check, and the device was successfully returned to service. Based on the information available, the cause of the reported problem could not be confirmed. The device was returned to service. The customer's device was successfully tested and returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.